Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that unstable thresholds, undersensing and diminished r waves were noted post operative on the right ventricular (rv) lead. It was further reported that the rv lead was not sensing and was not capturing. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.